Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user required assistance performing an infusion set and cartridge change for an ilet system using a 23" teflon 6 mm inset, after which insulin therapy was resumed and a subsequent blood glucose value of 213 mg/dl was noted in association with the supply change. Later, a report indicated hyperglycemia with unclear cause and no alerts or alarms. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education. Investigation included review of device use and coaching through the infusion set and cartridge change steps. Investigation of this case revealed no device alarms or confirmed device malfunction, and no specific component issue was identified. The event was associated with a supply change and infusion set handling but without a confirmed device-related failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.